Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones due to the presence of a battery depletion (bd) code. Review of device data by technical services (ts) confirmed the bd code was declared due to an extended magnet application. The magnet caused a temporary drop in battery voltage, which is expected device operation. The voltage has since recovered. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.